Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 49 pulses and then the device was deactivated by the user at pulse 59. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. No damages or defects were observed that would indicate the needle mechanism deployed early. Although no issues were noted with the needle mechanism, a root cause for the reported needle deploying early could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 286 mg/dl while activating the pod. It was also reported that the cannula was visible when the needle guard was removed, indicating that there was a needle mechanism failure. Information on treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.